Event description:
It was reported that a malfunction alarm occurred. During troubleshsumed ooting with technical support, the malfunction alarm was cleared, and insulin delivery was resuccessfully. There was no adverse impact to the customer¿s blood glucose level.